Event description:
It was reported through the filing of a lawsuit that allegedly subsequent to her total knee replacement, the patient has "significant knee pain and discomfort and joint instability and limitation on mobility." It is further alleged that "she must use a cane in order to assist her when walking."

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown triathlon knee. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding pain, discomfort, instability and lack of range of motion involving a unknown reconstructive product was reported. The event was not confirmed. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported through the filing of a lawsuit that allegedly subsequent to her total knee replacement, the patient has "significant knee pain and discomfort and joint instability and limitation on mobility." It is further alleged that "she must use a cane in order to assist her when walking."